Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device did not last that long and stopped working. Another like device was used. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-04606, 2210968-2012-04608, 2210968-2012-04609, and medwatch 2210968-2012-04610. The same patient is represented in each medwatch.